Event description:
A home patient using a homechoice machine contacted a technical service representative and reported that the he felt full during fill 1/4 with 1883ml processed of 2.5l the hp requested assistance in draining some fluid out. The tsr assisted the hp in manually draining 3950ml, then returning to fill 1/4. No patient injury or medical intervention was indicated at the time of the initial report.